Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-9 error code. Friend called on behalf of the customer. At the time of the call, the customer reported dizziness, blurry vision, and swollen legs. Medical attention was not needed at the time of the call. Customer went to the hospital due to symptoms related to his diabetes and discharged on (B)(6) 2020. Customer confirmed that he obtained thi true metrix meter after being discharged from hospital. The product was not stored according to specification and was stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Corrected sections as of (B)(6) 2020: h10: most likely underlying root cause changed from "mlc-62: user had poor technique" to "mlc-109: intermittent connector issue".